Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). Case subject: npi 8100 error 241.4140. Account name: (B)(6) campus. Account #: (B)(4). Asset name: 8100 pump module v9.33.0. (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: customer receiving error on device 8100 (s/n (B)(4)), of error 241.4140. Failure device type: failure problem type: failure mode: case resolution: customer receiving error 241.4140 on device 8100 (s/n (B)(4)). Explained to customer the problematic issue with the patient side pressure sensor. Lvp patient pressure sensor failure in patient pressure sensor system. Biomed to repair/replace the patient side pressure sensor. Biomed will conduct repair and call back if any further assistance is needed. End call. (B)(4).